Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a non-(B)(6). It was reported that patient underwent revision for acetabular cup failure. Smith and nephew cup with s-rom stem. S&n cup was removed and replaced with pinnacle cup. S-rom 28 +3 femoral head was removed and replaced with a 40 +3 head. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5165893.